Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 511mg/dl. Troubleshooting was performed. The customer mentioned that the insulin pump alarmed no delivery in the middle of the night. The caller stated that she takes other medication thirty minutes before meal time and before bedtime. No further information was provided.